Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information:  the commander delivery system was returned after being used in the procedure, fully inserted through the loader assembly and esheath, with kinks on the guidewire lumen and balloon shaft due to return packaging. The balloon was burst and the distal portion was returned separated. The distal tip was returned separated and the distal end of the guidewire lumen was cut and not returned. In addition procedural imagery of the patient anatomy was provided by the complaint site. Significant calcification of the surgical valve and native annulus were observed. The returned devices were visually inspected. The following were observed: distal portion of inflation balloon separated, with balloon folded over onto the nose tip and the nose tip wings flared out, distal end of guidewire lumen and balloon spring appeared to be cut and was not returned, balloon spring distorted at distal end, radial and longitudinal balloon burst confirmed, middle portion of the balloon appeared to be missing, sheath distal tip was slightly damaged. Due to the returned condition of the device (inflation balloon burst; missing balloon material; nose tip separated), no relevant functional testing was able to be performed. The inflation balloon wall thickness met specifications. The work orders were for the manufacturing of the components most relevant to the failure mode reported in this complaint. The review did not reveal any manufacturing related issues that would have contributed to this complaint. Review of lot history did not reveal any additional complaints for ¿distal tip, nose tip ¿ separated¿, ¿balloon ¿ burst¿, or ¿delivery system ¿ withdrawal difficulty-through sheath¿. A review of complaint history from the previous 12 (february 2018 through january 2019) months for the edwards commander delivery system (all models and sizes) revealed for ¿distal tip, nose tip ¿ separated, ¿balloon ¿ burst¿ , and ¿delivery system ¿ withdrawal difficulty-through sheath¿ the review of complaint data found that the complaint rate did not exceed the control limit for the trend category. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for ¿distal tip, nose tip ¿ separated¿, ¿balloon ¿ burst¿, and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were observed. However, no manufacturing non-conformances were identified in the returned device. Available information suggests that patient/procedural factors (calcified annulus; withdrawal of burst balloon) likely contributed to the complaint events. Since no manufacturing non-conformance's or IFU/training inadequacies were identified and the complaint rates for the applicable trend categories did not exceed their respective control limits, neither pra escalation nor corrective action is required at this time.

Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a 26 mm sapien 3 valve was implanted in a non-edwards surgical valve (viv) in the mitral position via transfemoral approach. At max inflation the balloon ruptured. The physician attempted to pull the commander through the esheath and the distal balloon separated in the femoral vein. Surgical intervention was required. Additional information received on (B)(6) 2019 one week post op the patient passed away due to complications associated with fluid overload, coupled with respiratory failure, secondary to ckd. The patient death was due to complications with the patient's dialysis catheter.